Event description:
On (B)(6) 2012 customer reported that blood was leaking from the red stripe tubing, which goes through pinch valve 8 to the dispense probe, on the lh750 slidemaker. The leak was contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and confirmed the leak. Fse noted that the tubing for the dispense probe had split. Fse replaced the tubing and verified system operation. This resolved the issue.

Manufacturer narrative:
(B)(4).